Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member/friend regarding a patient implanted for non-malignant pain. It was reported that the patient¿s device stopped working, and they cannot increase or decrease stimulation. The caller noted that the device is stuck at 0.7v, and will not go up or down. They also noted that the patient has a lot of pain in their back. They mentioned that the patient noticed their back was in pain when they went to go grab something off the coffee table, and twisted wrong. The caller synced with the patient programmer at the time of the report, which showed that stimulation was off. The caller then stated that the stimulation was off at 0.0v. It was reviewed how to turn stimulation back on. The caller was able to turn the stimulation back on and up to 1.9v. The caller stated that the stimulation was working again, and that the issue was resolved at the time of the report. The patient was redirected to follow-up with their healthcare provider regarding their back pain. No further complications were anticipated at this time.